Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. No intervention was made. No patient symptom was reported.

Manufacturer narrative:
Further information requested but was not received.